Event description:
Additional information was received on (B)(6) 2012 when the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.5 ma) with the device programmed to 3.25 ma. However, the measured output signal amplitude (both prior to and after the monitoring test) demonstrates that the generator is able to deliver the programmed 3.25 ma (maximum 12.00 volts ((B)(4)) with 4k ohm load) despite the warning message of a low output condition. Interrogation/diagnostic test showed that the battery was partially depleted with the intensified follow-up indictor (ifi) set. Results of the diagnostic testing indicated the device was operating properly with ifi yes. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6), 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the notes dated (B)(6), 2012 revealed that the patient has had a waxing and waning of his seizure frequency. The patient was reported to have been sick for several weeks and with this he has had frequent events with head drops as well as occasional staring and confusional state. The patient's mother reported that it is unclear if the clobazam has helped because she has not been able to utilize it adequately. The patient has had frequent breakthrough seizures. The physician stated that he vns was interrogated and the battery was found to be low; the patient is on rapid cycling with high parameters. The physician therefore referred the patient for generator replacement and stated that he may have to change the vns settings to a shorter duration off and on in the future. The physician also increased the patient's zonegran to 200mg in the morning and 250mg at night. On (B)(6), 2012 the vns patient had vns battery replacement surgery due to end of service. Attempts will be made for the return of the explanted generator. Good faith attempts were made to the physician for further information but no additional information was received to date.

Manufacturer narrative:
(B)(4).